Manufacturer narrative:
Investigation results were made available. As for zimmer specialists to perform an in-depth analysis it is required to have all necessary information at hand, it was therefore tried several times to receive more information for this case. Additional information was received, but the missing device identification was not available. A technical investigation was not possible to perform, as the device(s) were not at hand for investigation (still implanted). Trend analysis: a trend analysis could not be performed as the reference number was not available. DHR review: as no lot numbers were provided for the devices, the device history records could not be reviewed. At zimmer (B)(4) all medical devices prior release to market undergo several quality inspections as defined in our quality procedures. Our quality inspection- and deviation procedures ensure that only products fulfilling the specification are sold. These procedures are part of the overall quality management system at zimmer (B)(4) and get regularly audited by our notified body, competent authorities and internal and external auditors. Thus, for all products sold to the market can be assumed having a complete and correct DHR. Review of event description: it was reported that a patient was implanted with a knee implant assumed to be a allegretto knee on an unknown date in 2009. An x-ray was received which looks like an implant fracture. It was further reported that no revision surgery had been performed yet, as the patient is not experiencing complications. Review of received data: two different x-rays were received. On both x-rays a breakage of the metal part can be seen. No further x-rays have been received. Devices analysis: no product was returned to zimmer biomet for in-depth analysis (still implanted). Root cause analysis: root cause determination dfmea: - implant fracture due to design (surface, blasting, dimension) => not possible: a systematic issue with design and/or material properties would have been detected as part of the issue evaluation assessment. - fracture of the implant due to micro cracks due to laser marking (or labeling in general) leads to fracture on the part => possible: it is possible that micro cracks due to laser marking (or labeling in general) leads to fracture on the part. - fracture of implant, increase wear due to damage of the implant during implantation (e.g. Damage of connection interfaces etc.) => possible: no surgical documents were received. It cannot be said if the implantation was done as described in the surgical technique even if the surgeon was experienced using the allegretto system. - instability, ware, fracture due to incompatible combination(combination with competitor products) => not possible: no evidence for incompatible combination. Conclusion summary: it was reported that a patient was implanted with a knee implant assumed to be a allegretto knee. An x-ray was received which looks like an implant fracture. The prosthesis was implanted in 2009. Two x-rays were provided which show a fracture of the metallic tibial part. It is unknown why the tibial part was fractured. No detailed information was provided. It is also unknown if a revision surgery is planned. The device was not available for product analysis. However, an exact root cause for the breakage could not be determined. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer's reference number of this file is (B)(4).

Manufacturer narrative:
Additional x-rays were received (taken around (B)(6) 2017) and will be reviewed during investigation process. As soon as additional information become available and/or an investigation result be available, an amended medical device report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
It was reported that the patient was implanted an unknown tibia knee implant (assumed to be an allegretto knee) on an unknown side in 2009 (entered as (B)(6) 2009). Currently, the x-ray shows a possible fracture of the knee implant. It was further reported that a revision surgery was not yet performed since the patient is not experiencing complications with the broken implant, only the metal backing is broken.

Manufacturer narrative:
The manufacturer did not receive source documents like surgical reports, for review. The manufacturer did not receive the device for investigation. As no lot number was provided, the device history records could not be reviewed. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. (B)(4).

Event description:
It was reported that the patient was implanted a knee implant on an unknown site on an unknown date. Currently, the x-ray shows a possible fracture of the knee implant.